Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false air in line alarms which were not reproduced. The alarms were confirmed and evaluation found a failing upstream sensor to be the cause. The failed upstream sensor was replaced.

Event description:
During baxter's evaluation of a spectrum pump, the device constantly displayed the air in line message. There was no patient involvement.